Event description:
Bushing dislocated from the tibial template and onto the drill bit during tibia preparation. There was no delay in surgery or adverse impact to the pt.

Manufacturer narrative:
Bushing dislocated from the tibial template and onto the drill bit during tibia preparation. There was no delay in surgery or adverse impact to the pt. Review of the device history record indicated that the device was manufactured to specification.